Event description:
It was reported that patient experienced frequent implantable pulse generator (ipg) charging and underwent an ipg replacement procedure. The patient has fully recovered post operatively and the explanted device was disposed by the facility.

Event description:
It was reported that patient experienced frequent implantable pulse generator (ipg) charging and underwent an ipg replacement procedure. The patient has fully recovered post operatively and the explanted device was disposed by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.